Manufacturer narrative:
This report is being supplemented to provide additional information based on hmi (hygiene microbiological investigation) ofr endoscope microbiological test results and device evaluation . Hmi chu country microbiological results. The results are conform according to french regulation. The subject device was returned to france rrc (regional repair center) olympus site for physical evaluation. Below are device repair evaluation findings: customer¿s water resistance cap venting connector is leaky peeling in the a-rubber adhesive switch button rubber 1 is pierced and leaky universal cord has wrinkles angulations are out of specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 was updated.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device channel (biopsy channel) tested positive with acinetobacter, staphylococcus epidermidis, staphylococcus warneri. Customer cds: paa_manual treatment below are information on customers cds checklist: aniosyme x3 is the detergent used for pre-cleaning anioxyde 1000 is the disinfectant used for disinfection. Bw 412t - bedside pre-cleaning practice investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) (olympus (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.